Event description:
It was reported that the product had a plastic particle found in the solution after filling the cassette. The event occurred during visual inspection. There was no patient involvement.

Manufacturer narrative:
A photo and video were reviewed for evaluation. Upon review, the reported problem was confirmed. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.